Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 70% stenosed lesion being treated was located in the calcified, moderately tortuous left common iliac artery. The wanda balloon was dilated to 6atms for 30 seconds and again to 10atms, but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "no problem". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis.